Event description:
It was reported during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure , noise was being displayed when the ez steer thermocool sf navigational catheter was in use. The noise was displayed on the intracardiac (ic) signals and the body surface (bs) ECG¿s on both the carto 3 system and the recording system. The cable was replaced with no resolution. When this catheter was replaced, the issue resolved. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. It was confirmed that the noise was on all channels including the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems. It was very noisy and hard to see the electrograms. The physician was unable to interpret the signals with the noise. The noise occurred immediately after plugging in the ez steer thermocool sf navigational catheter. After replacing the catheter, the case could be completed. The severity of the noise on all the channels on both the carto 3 system and the recording system at the same time is indicative of a reportable event.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4) it was reported during an atrioventricular reentrant tachycardia (avrt)/(wpw) procedure , noise was being displayed when the ez steer thermoccol sf navigational catheter was in use. The noise was displayed on the intracardiac (ic) signals and the body surface (bs) ECG¿s on both the carto 3 system and the recording system. The cable was replaced with no resolution. When this catheter was replaced, the issue resolved. There was no patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. It was confirmed that the noise was on all channels including the body surface (bs) ECG¿s and intracardiac (ic) signals on both the carto 3 and ep recording systems. It was very noisy and hard to see the electrograms. The physician was unable to interpret the signals with the noise. The noise occurred immediately after plugging in the ez steer thermocool sf navigational catheter. After replacing the catheter, the case could be completed. Upon receipt, the device was visually inspected and it was found in normal conditions. Then per the event, the catheter was electrically tested and it passed specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.